Event description:
The surgeon was performing a procedure when the suture component of a t-fix device broke. When the suture broke the t portion, which is suspended by the suture, fell into the patient. The surgeon was not able to retrieve the t from the patient. As a result, the broken suture caused a 20 minute delay. There was no patient injury or procedural complication reported.